Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " there was no growth in tubes in 8 days. Expiration date 08/13/2021, lot 00500223."

Manufacturer narrative:
H.6. Investigation: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0050223 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and one other complaint for performance has been taken on this batch. Retentions samples for batch 0050223 (100 tubes) were available for inspection. No cap, tube or media defects were observed in 100/100 retention samples. No photos or returns were received for inspection. For further investigation, retention samples of tubes from batch 0050223 were tested along with mgit growth supplement batch 0304349 sire supplement batch 0310814, and panta batch 0094806. Growth of all organisms as described in the certificate of analysis were detected within the timing specified. All performance and susceptibility testing were satisfactory according to standard operating protocol. This complaint cannot be confirmed. Bd will continue to trend for performance issues.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " there was no growth in tubes in 8 days. Expiration date 08/13/2021 lot 00500223.".